Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. No moisture damage found inside reservoir compartment, battery compartment or on electronic assembly or motor. Insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 178 mg/dl. Device was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.